Event description:
It was reported that during the implant procedure the helix is catching on patient tissue. Upon retraction, a portion of the helix was exposed. It was also reported the helix failed to extend. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. The helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism. Damaged at implant.

Event description:
It was reported that during the implant procedure, the helix is catching on patient tissue. Upon retraction, a portion of the helix was exposed. He also reported the helix failed to extend. The lead was not implanted. No patient complications have been reported as a result of this event.